Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Inspection of the post-operative x-ray reveal a right knee implant that has been positioned in valgus, confirming the complaint. Inspection of the application logs identified the root cause of the reported issue as a failure of the mechanism by which the femur registration ensures that the motion is conforming to requirements. Potential causes of problems during femur registration include pelvis motion, instruments not properly fixated to the bone and/or movement of the hip centre in the joint (e.g. Dysplastic hip). Further investigation has been initiated to address the reported issue.

Event description:
Following an initial right knee arthroplasty, radiographs showed the knee to be 4-6 degrees in valgus. It was reported that during the procedure, the femoral distal cut was correct and validated at 0 degree varus/valgus and 3 degree flexion. A revision procedure due to the valgus position of the femoral component has been indicated; however, a procedure has not been reported.